Event description:
N/a

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot p1687, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; needle holes in the silicone housing were noted and the x ray dot was dislodged it was found under the cam mechanism. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve passed the test for occlusion, reflux, pressure and magnets. -the valve was leak tested: leaked from the needle hole in silicone housing. The silicone was cut after valve casing to try to move the cam mechanism the cam mechanism would not move due to the x ray dot was under the cam mechanism. The valve was dismantled, what looks like a needle hole was noted piercing the valve casing. Corrosion was noted on the x ray dot. The root cause for the occlusion reported by the customer could not be determined as the technician could not confirm any occlusions with the valve at the time of investigation. The root cause for the issue ¿after post MRI of the valve the marking cannot be clearly seen and the valve position cannot be reliably assessed¿, reported by the customer is due to x ray dot dislodgement. The root cause of the dislodged x ray dot is due to corrosion. Corrosion could not be clearly determined. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for over 20 years. The root cause for the hole in the valve casing is due to users¿ error, typical force seems to have been used.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the physician could not change the setting of a hakim valve after MRI. Patient had gait disorder, hypacusis and increased icp. The valve was implanted in 1999 and explanted on (B)(6) 2021.